Event description:
It was reported that the customer experienced two alarms, alarm 2 and alarm 26, due to an occlusion event earlier in the day. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resuming insulin delivery.